Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional it has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2014. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."

Event description:
Patient allegedly received an implant on (B)(6) 2014 via the right internal jugular vein due to deep vein thrombosis (dvt). Patient is alleging vena cava perforation, fracture, device is unable to be retrieved, fractured strut cannot be removed as it is embedded in bone. The patient is further alleging fear that the remaining filter strut might cause further damage as it has not yet been removed, limited physical activity, depression, dvt. Percutaneous partial (fractured strut remains) retrieval on (B)(6) 2017 due to perforation and fear of further injury. On (B)(6) 2017, per a report from computed tomography (CT); ¿findings: vasculature: an ivc filter is present. The apex of the filter is just below the level of the renal veins. The majority of the filter struts extend outside the wall of the cava with 3 struts likely terminating at the margin of the ivc. One posterior strut penetrates through the area of ossification adjacent to the spine: possibly a ligamentous ossification versus an osteophyte. A lateral strut extends to the margin of the ureter and causes focal ureteral deviation. There is focal soft tissue here possibly wall thickening of the ureter versus adjacent soft tissue. Extension into the ureter cannot be excluded on the basis of this exam. Hepatic veins, ivc and renal veins are patent. Mesenteric veins are patent. The iliac veins below the filter level show no evidence of deep venous thrombosis. Impression: 1. Ivc filter apex is below the renal veins. 2. One of the lateral struts of the ivc filter contacts the right ureter and causes it to focally deviate with associated small amount of soft tissue present. Intraluminal extension cannot be excluded on the basis of the CT scan but no extravasated contrast is seen.¿ on (B)(6) 2017, per a report from magnetic resonance imaging (MRI); ¿an ivc filter is identified with tynes extending through he wall of the ivc.¿ on (B)(6) 2017, per a report from computed tomography (CT); ¿vasculature: redemonstration of an ivc filter with several of the struts extending beyond the wall of the ivc, similar in appearance to previous. As before the stress in the 4 o'clock position penetrates the cortex of the adjacent osteophyte and extend into the superior endplate of l3. The strut at the 8:00 position courses laterally over towards the right ureter, contacting it anteromedially.¿ on (B)(6) 2017, per a report from nephrostomy; ¿technique and findings: a tiny metallic fragment from the prior ivc filter projects in the regions of l2-l3 intervertebral level, unchanged.¿

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: the following allegations have been investigated: fear, limited physical activity, depression, deep vein thrombus, and vena cava perforation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported fear, limited physical activity, and depression are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The additional information regarding vena cava perforation does not change the previous investigation results for embedment. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: a2, b1, b5, b6, and h6. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. Investigation the following allegations have been investigated: fracture, perforation, embedment, complex removal investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
On (B)(6) 2017, per a report from computed tomography (CT); ¿impression: ivc filter present with struts extending outside the ivc wall with one strut penetrating the cortex of the l3 vertebral body superior endplate one strut contacts the anterior margin of the right ureter. 2. No evidence of deep venous thrombosis.¿ (B)(6) 2017, per a report from retrieval report (successful); ¿impression: 1. Successful removal of ivc filter as above. The filter was removed entirely, except for the distal one half of a primary leg, which is embedded in bone at the superior endplate of l3 as seen on recent CT. This fragment is extravascular and presents no risk. 2. No evidence of caval injury following filter extraction.¿